Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history part number: 04.037.029s, 10mm/125 deg ti cann tfna 380mm/left¿ sterile lot number: h785646 (sterile), manufacturing location: monument, manufacturing date: 30-nov-2018, expiration date: 01-nov-2028, lot quantity: 6 . Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final, met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, met all inspection acceptance criteria. Packaging label log lppf, was reviewed and determined to be conforming. Scn 14594 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: part number: 04.037.912.2, lock prong 125 degree, tfna, bp55, lot number: 1l34095, lot quantity: 96, purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, bp55, lot number: h613123, lot quantity: 1,000. Work order traveler met all inspection acceptance criteria inspection sheet, incoming final inspection, met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card received from smalley dated 24-aug-2018 were reviewed and determined to be conforming. Note: quality history card indicates sample size to be 315 pieces however, data is only recorded for 311 pieces. Part number: 04.037.912.3, tfna lock drive, bp58, lot number: h777241, lot quantity: 77. Three pieces were scrapped in cell at op #10, machine complete, for a thread pitch depth failure. Work order traveler met all inspection acceptance criteria apart from the three pieces noted. Inspection sheet met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp80, lot number: h763417, lot quantity: 949 lbs. Certified test report supplied by perryman company dated 01-oct-2018 was reviewed and determined to be conforming. Lot summary report dated 18-oct-2018 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated: it was reported patient presented in the fracture clinic with complaints of increasingly painful left hip. Clinical examination showed pain on movement. X-ray confirmed tfna was broken just below the hip lag screw level. Original date of implant was (B)(6) 2020 and device was explanted (B)(6) 2020 via revision surgery where patient was revised to lateral femoral nail (lfn) system.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown tfna nail/ unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on an unknown date that the tfna nail failed at the bump cut area and there was a non union of the fracture. This report is for one (1) unknown tfna nail. This is report 4 of 4 for (B)(4).